Event description:
It was reported that the patient's device was turning on by itself when she was near a fence. The patient stated she was sick, and that the battery of the device was too weak. The patient thought the device needed to be replaced soon. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type extension; product ID 7434a, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3888-28, lot# l44249, implanted: (B)(6) 1998, product type lead. (B)(4).